Manufacturer narrative:
The doctor stated that he placed extra sutures on the scleral graft to minimize peri-tubular outflow, left viscoelastic in the eye and atropinized the patient. Lot number is not available for DHR review. Valve was not explanted and is not available for evaluation. IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. The patient has improved and stabilized.

Event description:
(B)(6) year old s/p fp7. Within 7 days of post-op care, doctor injected him on 3 separate clinic visit for a completely flat or shallow ac. He is slowly making recovery.